Event description:
It is reported that a customer has been receiving sensor and adhesive taped that holds it to the body. The patient's blood glucose was at 200-400 mg/d at the time of the call. The customer states that there are signs of infection due to possible allergies to the tape used to hold the sensor. The customer was advised to see a health care provider about the issue and to return the used sensor back for analysis. A new sensor was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.